Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulties occurred. The target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 2.0 x 15 mm non bsc balloon was used to predilate the lesion and it was noted that upon withdrawal, the balloon got caught in the proximal portion of lesion, but was able to be removed without and add'l intervention. A 2.75 x 20 mm taxus liberte stent was then advanced to the lesion and was deployed. It was noted that the stent was fully deployed and well apposed; however, the physician had difficulty deflating the stent delivery balloon. The physician was able to fully deflate the balloon and when attempting to removed the stent delivery system (sds), it became stuck in the proximal portion of the implanted stent. The physician pulled on the device, adding tension to the sds and was able to remove the device from inside the pt. It was noted that the catheter was elongated when it was removed. No pt complications were reported with the pt's current condition listed as "good".